Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion in the a. Iliaca communis (pelvic and leg vessels) with evolut r and admiral xtreme balloon. It was reported that the admiral xtreme balloon burst. There was no injury to patient or clinical sequelae reported for this event. Investigator assessed that the event is not related to the device and procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.